Event description:
Unable to get impedance in range on initial implant. Battery unscrewed, leads removed to wipe down and reattached and still impedance issues. New battery opened and attached to leads and worked properly with impedance in range. Battery was kept to send back for evaluation. We need to send a replacement (B)(6).